Manufacturer narrative:
Visual evaluation of the returned complaint device found the balloon material to be slightly bunched-up near the distal end of the balloon. Also, consistent with the complainants report, the catheter was cut through the distal tip of the balloon. The investigation results are not consistent with the event description that the balloon ¿hardened¿, however the issues that were encountered of difficulty withdrawing from the scope could be due to the distal end bunching up. The root caused of this complaint is operational context as due to anatomical/procedural factors performance of the device was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre fixed wire balloon dilatation catheter was used during an esophageal dilation preformed on patient over (B)(6) (patient age, gender, and weight are unknown). According to the complaint, after the completion of the dilatation, the physician completely deflated the balloon; however the device would not fit through the scope. It was reported that it seemed like the balloon material where the catheter meets the balloon at the distal tip was hardened. The balloon material would not re-fold. They had to remove the scope with the device inside and cut the catheter to remove the device form the scope. The procedure was completed with this device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre fixed wire balloon dilatation catheter was used during an esophageal dilation preformed on patient (B)(6) old (patient age, gender, and weight are unknown). According to the complaint, after the completion of the dilatation, the physician completely deflated the balloon; however the device would not fit through the scope. It was reported that it seemed like the balloon material where the catheter meets the balloon at the distal tip was hardened. The balloon material would not re-fold. They had to remove the scope with the device inside and cut the catheter to remove the device form the scope. The procedure was completed with this device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.